Manufacturer narrative:
Angiography images were provided and reviewed by the edwards physician proctor. The following observations were made: · rv lead was present. · heavily calcified leaflets, calcified stj, calcified lvot. · lv wire in good position, good co-axial imaging. · bav performed, with balloon observed shifting aortic. Good slow inflation upon deployment, implant appears to be in good position. Valve does not appear fully expanded. Impressions: procedure appears to follow correct placement and technique. Agree with reported statement of small lv, and hypertrophic lv. No imaging was provided which demonstrates drain placement. Cannot confirm event, do not see imaging evidence of wire perforation event.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the ventricular perforation was caused by the procedure (wire) and patient factors (hypertrophy, small lv cavity). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards columbian affiliate, that during the transfemoral tavr procedure, the patient sustained a ventricular perforation. Initially, the 23mm sapien xt valve was implanted with success, however, a few minutes after implant the patient was observed to have low blood pressure. The echocardiologist reported a pericardial leak and a high gradient in the lvot. A pericardiocentesis was performed after a cardiac massage to recover the blood pressure. The blood drained was arterial, believed to have been caused by a wire perforation to the left ventricle. On pod 1, the patient was doing well, pericardial leak was less. The physicians felt the patient&#62688;hypertrophy and small lv cavity might have put her at risk for lv perforation.